Event description:
According to the reporter, following an open extended pneumonectomy left procedure for central lung carcinoma on (B)(6) 2022, where vascularisation was performed with staple suture device, there were tightness problems with the staple suture row. First, the pulmonary artery was occluded with the instrument and set down, then the pulmonary vein was occluded with the instrument including a new reload and set down. The tightness was checked and ensured. The inferior vein was supplied extra pericardially, the superior pulmonary vein and the pulmonary artery intrapericardially. In the afternoon hours of may 17, the surgical revision was performed in the circulatory stable patient, with shadowing in the left hemithorax and 400ml blood in the drainage. The revision revealed a coagulum without evidence of a current source of bleeding. The hilar vessel were unremarkable. The staple line leaked on left pulmonary artery stump. While in the intensive care unit at approximately 8:30 p.m. On may 17, after a coughing episode, the patient discharged a massive amount of blood from the drainage. The doctor on duty performed a bedside rethoracotomy under emergency conditions in the operating theatre. Multiple hemorrhage from the staple suture at stump of the pulmonary were seen. The blood loss was 500cc or more and required a blood transfusion. After intrathoracic chest compressions, a clamp could be placed centrally. During an attempt to suture the pulmonary artery, the vessel ruptured centrally of the clamp. The incision was extended for more than 1 inch (2.54cm). The surgical time was extended for 30 minutes or more. The patient hospitalization was extended when after hemostasis by compression, the patient was transferred to the adjacent cardiac surgery unit in bad bergab. There, the left pulmonary artery stump was sutured via sternotomy collaboration with colleagues from cardic surgery under veno¿veno¿arterial extracorporeal membrane oxygenation. Despite all these measures, the patient died of multiple organ failure on (B)(6) 2022.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: d4(expiration date, lot#), g3, h4. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The evaluation found no potentially contributing factors, and the sample met all related specifications. It was reported that an unexpected bleeding occurred along the staple line. The reported issue could not be confirmed. The most likely cause could not be identified because no related problem was detected with the device. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: squeeze the handle to begin approximating the tissue. There is a tactile ¿pre-clamp¿ position built into the instrument where the handle can be released without returning to its original position to allow for final positioning of the tissue within the jaws. After the tissue is properly positioned continue the handle stroke until the instrument is clamped. The handle will return to the original position. To fire the instrument squeeze then handle a second time until it reaches a solid stop and it locks in the back position. When fully fired, the handle will remain in the locked position until the black release button is pushed, and the instrument opened. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.